Manufacturer narrative:
Device codes (a codes) were updated.

Event description:
We received an allegation about discrepant sodium (na) ise assay result for 1 patient's plasma sample tested on a cobas 6000 c 501 (ul) v. The initial result was 108 mmol/l. The questionable result was reported outside the laboratory. The physician questioned the result and requested a re-draw from the patient. The repeat result using a new sample was 143 mmol/l. Then the customer pulled the original sample and reran it. The rerun result using the same (original) sample was 143 mmol/l. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) indicated that the rinse squeegie was misadjusted causing wetness on top and inside the reaction cells. The fse adjusted the squeegie. Precision studies were performed and they were within specifications. Qc was performed and was acceptable. The service action done by the fse resolved the issue. H3: na.

Manufacturer narrative:
The na electrode lot number was h43 with an expiration date of 26-dec-2023.